Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states there are cracks on their insulin pump. The customer's blood glucose level at the time of incident was 436mg/dl. The customer sates that they treated the high levels with manual injection. The customer states the damaged occurred because of overtightening. The customer states the device is stuck in rewind process. The customer was advised that the device would be replaced and returned for analysis.

Manufacturer narrative:
The rewind functioned properly during our testing. However, the insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.